Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient was experiencing noise on the atrial channel of the pacemaker. No lead issues were suspected. Intervention was planned but not performed at the time. No patient symptoms were reported.